Event description:
During procedure, tip of laser fiber broke off and into pt. Efforts were made to locate and remove through cystoscope, and eventually an x-ray was taken, and item deemed too small to visualize.